Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair and reported pseudoaneurysm resulting in hematoma, subsequently resulting in patch dehiscence, rupture and infection. Details of the event are provided below. On (B)(6) 2013, the pt underwent a right carotid endarterectomy with cormatrix patch angioplasty. On (B)(6) 2013, the pt was seen for a routine follow-up visit to remove incision site staples, and the incision was observed to be well healed. The pt was reportedly doing well with no clinically significant findings; however, later that evening, the pt experienced progressively lower neck swelling. In the early morning on (B)(6) 2013, within 9 hours after the follow-up visit for staple removal, the pt presented to the emergency room with a large, pulsatile right neck hematoma. A 3d volume rendered cta imaging with contrast revealed active extravasation from the pseudoaneurysm within the distal right common carotid artery into the surrounding hematoma. The hematoma resulted in significant mass effect on the airway, on the right common and internal carotid arteries and the right side of the neck, requiring the pt to be intubated for airway protection prior to re-operation. The pt was taken to the operating room for repair of the carotid patch and evacuation of the hematoma to resolve the hematoma-induced airway compromise. Upon evacuation of the hematoma, a patch disruption was noted and was repaired using 5-0 prolene sutures, after which no further bleeding was noted from the patch or within the neck. No evidence of infection was detected at this time. The pt was taken to the ICU in stable condition but remained sedated and intubated on the ventilator for respiratory assistance due to acute respiratory failure secondary to the hematoma. The pt was discharged on (B)(6) 2013. The following day, on (B)(6) 2013, the pt presented to the emergency room with a large hematoma and right neck swelling from what appeared to be a ruptured patch. The pt was taken to the operating room for emergent surgery to remove the ruptured right carotid artery patch. Upon entering the neck, large amounts of hematoma were removed and bleeding was noted from the superior aspect of the patch and the mid portion of the patch. A hole was observed toward the center of the patch, which was not present during the first reoperation four days prior. The cormatrix ecm for carotid repair was removed and replaced with groin saphenous vein patch. The pt suffered acute blood loss anemia and reportedly lost an estimated 1500ml of blood, requiring four units of banked blood and 500ml of cellsaver blood. The pt was taken to the ICU in stable condition. Carotid tissue cultures revealed growth of gram-negative rods, requiring antibiotic treatment.